Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: e1: initial reporter is j&j company representative. H3, h4, h6 photo investigation photos were provided for review. During the analysis of the complaints two subcategories of the aiming arm (03.043.029) latch (60224287) failure were identified. The failure is a breakage of the carbon-fiber reinforced latch. The failure mode is an interlaminar breakage due to shear forces. Breakage is most likely favored by defects in the structure of the carbon fiber reinforced peek plate. It is in the nature of the material that the shear strength is highly anisotropic and lowest between carbon fiber layers. Likely interlaminar shear strength is reduced by defects resulting form manufacturing issues not leading to complete bond between the carbon layers. A dimensional inspection for the aim-arm radioluc was not performed due to post manufacturing damage. H3, h4, h6 physical investigation summary. The product was returned to depuy synthes for evaluation. Visual inspection of the returned device revealed that the aim-arm radioluc had both of the hooks of the latch broken, fragments were not returned. Additionally slight signs of wear on the edge of the overall device were observed. No other issues were found. A potential cause cannot be established with the provided information due to be a multifactorial issue. The semi-extended parapatellar approach surgical technique guide was reviewed. Following relevant statements were found. Precautions: ensure that the connection between the nail and the insertion handle is tight. Retighten, if necessary, after hammering and prior to the attachment of the aiming arm. Do not attach the aiming arm to the insertion handle at this point. Do not exert forces on the aiming arm. These forces may prevent breakage of the device. Based on the investigation findings, the primary cause was related to the users hammering with the aiming arm in place or actually hitting on the aiming arm. A dimensional inspection was unable to be performed due to post manufacturing damage. A functional evaluation was unable to be performed due to post manufacturing damage. The overall complaint was confirmed as the observed condition of the aim-arm radioluc would contribute to the complained device issue. Based on the investigation findings, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Dimensional inspection: n/a device history part:03.043.029 lot:2024223 manufacturing site: werk selzach supplier: (B)(4) release to warehouse date:16 mar 2021 expiration date: na. A manufacturing record evaluation was performed for the finished article lot and no non-conformance's were identified. Evaluation was performed for the finished article lot and no non-conformance's were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2024 while prepping for a surgery, the tibial nail aiming arm had seemed to be damaged. The hooks on the aiming arm had been completely perished to an unknown cause. This therefore means it cannot be used for surgery due to the hooks on the aiming arm provide fixation for safe usage on the instrument an accurate proximal locking. The surgery was completed successfully. Desired outcome was achieved. No surgical delay was noted. This report is for an aiming are for (B)(4).